Event description:
The customer observed ten occurrences of initial reactive patient results (0.05 - 0.08) generated with the architect hepatitis b surface antigen reagent, when reaction vessel (rv) lot 69179p100 was in use. The suspect patient results were retested in duplicate; all 10 samples were non-reactive and reported out of the lab as non-reactive. The customer requested a check of the instrument no issues were found. The field service representative changed the lot of rv's and performed a test run of 300 samples and no weak reactive samples were generated and assay controls were within range. The problem was resolved with the new lot of rv's. There was no impact to patient management.

Event description:
It was reported, that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 579 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the time was incorrect. The prime test passed. A tubing clamp was not available to perform the high pressure test. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. Nothing further was reported.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.